Event description:
Patient had clotted dialyzer twice.

Manufacturer narrative:
No clinical information available for review. No mention of patient harm, or intervention. A mock treatment was perform and the machine runs per mfg. Specifications.